Event description:
It was reported the burr became stuck on the guidewire. A rotapro 1.50mm and rotawire were being used to treat a lesion. During the procedure, the rotapro burr became stuck on the rotawire and the physician was unable to release the two devices. Both devices were removed from the patient together, and both devices were replaced with similar ones. The procedure was then completed successfully using the new devices. No patient complications resulted due to this event.